Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that they were feeling tingling in the area where their ins was. It was reported that it felt like pins and needles and that their ins was in their left chest and this was where they felt the tingling. It was stated that the ins moved around a lot in the pocket. It was reported that they had not seen their healthcare provider (hcp) about their implant in about two years and there were no traumas/falls that could be related to this issue. Patient services reviewed with the patient that they were not qualified to answer medical questions, comment on medical symptom or provide medical direction and redirected them to follow-up with their healthcare provider. It was reported that the event occurred in (B)(6) 2017. It was also reported that the patient had no telemetry with recharging and that they could not charge their ins. It was reported that the reason the patient had not been recharging was due coupling issues. It was stated that they were having issues getting the connection and they would have to move the antenna consta ntly to get the connections. It was reviewed with the call that this issue may be associated with their device being loose in the pocket. It was reported that the patient¿s last charging session was more than on to three months ago and they were redirected to follow-up with their hcp to address the suspected overdischarge. It was reported that the patient¿s poor communication issues and having to reposition the antenna issue had been going on for about a year (2016). Their coupling issues occurred in 2016 as well. No further complications were reported/anticipated.